Event description:
Customer reported that he was hospitalized for high blood glucose. During review of pump history data identified that pump had experienced a e-52 alarm. Instructed customer to return pump.